Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely low prothrombin time (pt) result and a discordant, falsely low pt international normalized ratio (inr) result were obtained using dade innovin reagent on a sysmex ca-1500 system. Quality controls were within acceptable ranges the day of the event. The customer reported that a sample issue potentially contributed to the discordant, falsely low pt/inr results. Siemens contacted the customer multiple times to gather further information regarding sample handling; however, the customer has not yet responded. Siemens is investigating the issue.

Event description:
A discordant, falsely low prothrombin time (pt) result and a discordant, falsely low pt international normalized ratio (inr) result were obtained using dade innovin reagent on a sysmex ca-1500 system. The discordant results were reported to the physician(s). The same sample was repeated for pt and inr thrice under sample ID (B)(6) using the same instrument and the same reagent, resulting higher. The first repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low pt/inr results.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2019-00037 on 19-mar-2019. Additional information (26-mar-2019): siemens further investigated the issue and determined that the issue was sample related. However, the specific cause of the discordant, falsely low prothrombin time (pt) and international normalized ratio (inr) results could not be determined. Inadequate mixing, centrifugation, sample tube type, or mishandling of the sample or reagent could all have been contributing factors to the discordant results. The reagent is performing according to specifications. No further evaluation of this device is required.